Event description:
A customer reported that the three way stop cock was missing and the plug to block the trocar did not adapt to the trocar which caused a hypotonic eye during surgery. The procedure was completed with no harm to the pt.

Manufacturer narrative:
The investigation is in progress. A sample is not expected to be returned. A root cause has not been identified. (B)(4).